Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed to open at the station. A field service engineer stated that there was a delay in dispensing medication to the patient. A field service engineer worked with the customer over the phone to recover failed storage space. The customer indicated a ghost failure, as a failed icon was visible on top of the screen but did not appear in the recover storage space section for the failed smart remote manager. The engineer provided guidance to the customer on how to rectify the issue over the phone by force failing the smart remote manager using the pyxis key. As a result, the customer was successfully able to recover from ghost failure. The system functioned as intended after troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the refrigerator failed to open. There were no adverse events or injuries reported based on this event.